Event description:
It was reported that the pt had multiple central lines during admission, including a triple lumen catheter right internal jugular which was converted to a swan ganz catheter in 2001. The swan ganz was removed and a slic was inserted the next day. Four days later, the physician converted this line to a triple lumen catheter. An x-ray noted a catheter fragment in the inferior vena cava. A snare was used to remove the catheter fragment. There were no pt complications.